Event description:
In the hosp, during an attempt to provide CPR to a heart attack victim, it was found that the arm lock was broken. This prevented the arm from being locked into position on the column. The device was removed from the pt, manual CPR was applied, and the pt was revived.

Manufacturer narrative:
The arm lock was replaced by the distributor and the unit returned to the customer.